Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced medical grade power supply (mgps) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure was confirmed. It was installed power supply to xi system and power up ssc normal. The fan # 2 was running very noisy.

Event description:
It was reported that during a vinci-assisted gastric bypass surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) mid procedure their surgeon side cart (ssc) went out and they had to swap to ssc. The customer stated they tried multiple different outle ts but none of them worked until they swapped out their ssc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the surgeon side cart did not have any errors it just shut down mid procedure. The system was check upon powering on. While ports were placed on the patient, they had to complete the procedure by bringing another surgeon side cart in. There was no harm or injury to the patient.